Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2020, a percutaneous transluminal intervention was performed on the right external iliac artery. An absolute pro stent delivery system advanced to the lesion without issue. During stent deployment, without unusual resistance or issues noted, the stent jumped farther than expected to an unintended spot and partially at the planned lesion site. Another stent was implanted as treatment to cover the proximal lesion (this was not previously planned). There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.